Manufacturer narrative:
DHR review: the complaint lot# is 4199689, sku is 383323, assembly in suzhou plant on 2024. Aug. 13, a planned lot quantity of (B)(4) ea. Review the in-process test record and outgoing test report, all test results meet the product specifications, no abnormal found. Review the product assembly record, no non-conformities, deviations, or rework activities for this lot. Returned sample analysis: the customer provided two pictures; one showing the used complaint unit placed inside the unit packaging. The complaint unit was returned. Two wounds were observed in the extension tubing of the returned complaint unit. Retain sample analysis: sampling 2ea from the retained samples of the same lot to do inspection and leakage test, the test result is within product specifications. Possible cause analysis: based on the reported information and analysis of the complaint unit, the extension tubing is damaged. The possible reasons for tubing damage during manufacturing include: 1. Incoming tubing is damaged/broken. 2. Tubing was damaged or broken by the clamper during auto adapter swaging process. Current manufacturing already has control procedures as below to monitor and prevent this kind of defect: 1. Incoming quality check can detect and control the risk of raw material damage. 2. Both in-process and outgoing sampling does inspection and leakage test for extension tubing. Tubing damage by the clamper during auto adapter swaging process can be detected. Conclusion(s): there is no abnormality found in the manufacturing records and the retained sample test results pass, so the root cause is not clear for the reported issue.

Event description:
No additional information is available.

Event description:
It was reported that the patient is intubated, and a small hole is observed in the line through which blood is overflowing.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.